Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2016. It was noted on (B)(6) 2016 that the rv lead impedance had been low (around 350 ohms) and the autothreshold had gone up to 5v. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).